Manufacturer narrative:
Additional information: section a-3b patient gender: female. Section d-6a date implanted: unknown as information was not provided. Section d-6b date explanted: not applicable as the iol remains implanted; therefore, not explanted. Section e-1 reporter telephone number: (B)(6) - field only accepts the us phone number format. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The customer reported opacification of the diu375 model intraocular lens (iol) after insertion. There was no medical intervention and no surgical intervention. If necessary, a lens cleaning or lens replacement will be performed. The suspect iol is not available for return as it remains implanted in the patient¿s ocular dexter (right eye). No further information is available.

Manufacturer narrative:
Device evaluation: no suspect product was received; however, photos were provided by the customer. The photos shows the anterior segment of a pseudophakic eye, claimed to be implanted with a tecnis eyhance toric ii iol, preloaded in the simplicity delivery system model diu375. It can be observed a whitening in the lens optical center, affecting approximately 25-30% of the lens optical portion, mainly at the optical center. From the pictures, it cannot be determine if it is located on the anterior or posterior surface of the lens. The root cause of the reported incident as well as the potential clinical impact cannot be determined from a picture assessment. The manufacturing records for the product were reviewed; the units were released in accordance with specifications. A search revealed that no other complaints have been received for this production order (po) number. Conclusion: based on the complaint investigation results, the product was released within specifications. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information was received reporting on 24-jul, during a secondary procedure, the optic part of the lens was cleaned using irrigation and aspiration cannulas which successfully aspirated the fine material that was deposited on the optic, after the application of a viscoelastic substance, achieving a complete cleaning. Therefore, the event was identified as foreign material and not inclusions as originally reported. The iol remains implanted. No further information is available. The following sections have been updated accordingly: section h6: health effect ¿ impact code: updated to 4625 - secondary surgical intervention. The initially reported code 2199 - treatment not required is no longer applicable. Section h-6: device code: updated to 1120 - foreign material. The initially reported code 1426 - inclusions is no longer applicable. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.